Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump air in line alarm did not operate as expected. They stated that the pump did not alarm. At the time of the complaint the initial reporter stated that the complaint had occurred during testing and had no effect on a patient. [Complaint(B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump air in line alarm did not operate as expected. They stated that the pump did not alarm. At the time of the complaint the initial reporter stated that the complaint had occurred during testing and had no effect on a patient. [Complaint (B)(4)